Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented post implant with a lead impedance of <200 ohms. At implant the lead impedance measured 543 ohms via an analyzer. The device will be monitored.

Event description:
The lead was explanted and returned.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 42.0 cm to 42.5 cm and 45.5 cm to 46.5 cm from the connector pin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative